Manufacturer narrative:
Pending for more information about remedial action taken after the incident occured. Awaiting for product return for analysis.

Event description:
A polaris valve was placed with ventriculo-peritoneal shunt. Pressure was set to 70, then pressure changed to 30. Several days later, after contrast agent was administered, cerebrospinal fluid flow from the cephalic side ceased. Subsequently, the valve catheter was removed and drainage was performed.

Manufacturer narrative:
The product has been analyzed by our quality department: traceability - batch file review : an analysis of the batch records for the preconnected valve to the type a reservoir in question revealed no anomalies during the manufacturing process. Visual inspection at the state of return : at the state of return, the explanted device did not present any external damage, except a puncture mark in the reservoir. The valve chamber was dirty, containing a lot of dried blood traces. Hydrodynamic analysis : at the beginning of the hydrodynamic testing under simulated in-vivo conditions, the ball was found stuck in its conical seat, blocking water flow through the valve. Afterward, pressure at the returned setting (position 1) was within tolerance. However, other positions could not be tested because the rotor remained blocked, even though the locking system was released (micro-magnets moved to the unlocked position). Attempts to rotate the rotor with the pak2-si instrument failed. Even after overnight alcohol cleaning, reprogramming to another position was still not possible. Conclusion : quality control confirmed the valve met specifications at implantation but was later blocked by the ball stuck in its conical seat, preventing flow. After freeing the ball, the valve functioned at position 1, but the programming system remained blocked despite an alcohol flush. Dried blood inside the valve suggests hemorrhagic csf entered and, once dried, caused underdrainage by keeping the ball in its seat, leaving the valve partially closed regardless of upstream pressure. With resistance already at its lowest, the physician opted to remove the valve and use external drainage until further surgery. In conclusion, no root cause has been identified, no problem is identified on the device analysis (code d correlation).

Event description:
A polaris valve was placed with ventriculo-peritoneal shunt. Pressure was set to 70, then pressure changed to 30. Several days later, after contrast agent was administered, cerebrospinal fluid flow from the cephalic side ceased. Subsequently, the valve catheter was removed and drainage was performed.